Event description:
Reporter indicated that device diagnostic testing at office visit in 2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient reportedly went to see their physician because they aren't feeling magnet stimulation and only sometimes feeling normal mode stimulation. The patient reported that they noticed a difference approximately 2 months ago. It was reported that the patient had not suffered any hard seizures or falls that may have caused or contributed to a discontinuity in their ncp system. X-rays did not reveal any discontinuities in the ncp system. The physician has not planned or scheduled revision surgery.